Manufacturer narrative:
The pump was returned to animas for eval. The keypad was observed to be swollen. The keys were all found to be responding intermittently and required excessive force to elicit a response. The keypad was removed and the "up" button was found to have a misaligned contact. Evidence of adhesive was observed under all the key contacts.

Event description:
The pt reported that the keypad has been intermittently unresponsive over the past week. The pt reports having to press the buttons multiple times to elicit a response. Pump was not exposed to moisture and the keypad is intact.